Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 75% stenosed lesion being treated was located in the mid right coronary artery (rca). There was a lot of attenuation plaque. The lesion was not predilated. The physician placed a 3.00x20 mm taxus express2 drug eluting stent, inflated to 14 atm. The stent was well apposed. A 2.50x8 mm taxus express2 drug eluting stent and a non-bsc stent were implanted in the 90% stenosed distal left circumflex (lcx) artery. After the placement of the taxus stent, in the rca, slow flow was noted but sigmart was given and the flow improved. Thirty six days post the initial procedure, the pt presented with chest pain. Pt was taking aspirin and plavix. Angiography confirmed a thrombosis in the middle of the previously placed taxus stent located in the mid rca. Thrombus and plaque were aspirated and the pt recovered.